Manufacturer narrative:
Concomitant medical products: product ID 39565-30, lot# 0208727604, product type: lead. Product ID 37081-40, serial# (B)(4), product type: extension. Product ID 37081-40, serial# (B)(4), product type: extension. Product ID 355531, lot# 0208921113, product type: screening device. Product ID 97791, lot# 0208323143, product type: accessory.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the event date was (B)(6) 2015. The event resulted in in-patient hospitalization.

Event description:
It was reported the patient had severe intercostal pain with leg sensitivity disorders and non-adequate paresthesia. The patient also felt jotling stimulation before adequate painful coverage. Diagnostic methods included a neurological and physical exam that had normal results and a CT scan without contrast the showed there was no collection and the lead was in good position. Additionally an x-ray was taken and was normal. Intervention included administration of skenan and surgical repositioning of the lead. The event was not related to the device or therapy and related to the procedure. The event was considered resolved without sequelae.

Event description:
Additional information reported one week after lead repositioning the entire system was explanted. The event was considered resolved without sequelae.

Manufacturer narrative:
Concomitant: product ID 39565-30, lot# 0208727604, product type lead. Product ID 37081-40, serial# (B)(4), product type extension. Product ID 37081-40, serial# (B)(4), product type extension. (B)(4).

Event description:
Additional information reported the event was possibly related to the device or therapy and possibly related to the surgery/anesthesia.